Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid optical laparoscope had eyepiece dislodgement. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation. The customer's reportable malfunction was confirmed. Also, it is likely, the following led to the malfunction: the reported failure descriptions are most likely, due to the effect of an excessive mechanical force caused by an impact or fall. The ¿eyepiece sticking¿ error is caused by the (factory) adhesive between the funnel and the eyepiece window mount. (The part must be warmed up before it can be unscrewed). Olympus will continue to monitor field performance for this device.